Manufacturer narrative:
The field service engineer discovered a misaligned reagent probe. He verified the instrument was ok. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for one patient tested on a cobas 6000 c (501) module. On (B)(6) 2020, the patient¿s initial result was reported outside the laboratory. On (B)(6) 2020, the patient¿s sample was repeated for confirmation. Between measurements, the customer stored the patient¿s sample in the refrigerator. The patient¿s initial glucose result was 259.2 mg/dl, and the patient¿s repeat result was 100.8 mg/dl. The glucose reagent lot number was 452472 with an expiration date of 30-apr-2021.